Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report to report the single leaflet device attachment (slda), increased mitral regurgitation (mr), and heart failure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. Two clips (80108u183, 80108u182) were implanted, reducing the mr to trace. On (B)(6) 2018, the patient was hospitalized with heart failure and a loud murmur. It was found that one clip had detached from posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 4. No treatment has been performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It could not be determined which of the two implanted clips experienced the single leaflet device attachment (slda); therefore, a review of the complaint history was performed for both implanted clips, and did not indicate a lot specific quality issue. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The reported worsening mitral regurgitation (mr) was likely a result of the slda, and the reported worsening heart failure was a secondary effect of the worsening mr. The reported patient effects of worsening mr and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.